Event description:
Additional information was received indicating that the implantable neurostimulator (ins) was implanted and four weeks later they knew something was very wrong. They had much chronic pain, more than they had implanted. The patient was sent for x-rays and ultrasound immediately at their (B)(6) 2014 appointment. They found that the body was rejecting the implant and poisoning their body. The patient had 6 back surgeries from their physician and the recovery was nothing compared to the recovery from the removal of their implant surgery. They were still trying to recover and the physician was setting them up with two shots in their lower back. They had to put on some powerful cream on the implant in order to calm down the chronic pain on their side. They were told prior to implant that if they had waited two more weeks they would be dead. It was noted that this was the worse recovery that they had ever had. The patient had to quit work because they could not sit at the computer more than 10 minutes at a time and was unable to do necessary work that was required. On (B)(6) 2015 additional information was received indicating that the healing process was going slow and was down to a 91# and had originally a size 10. It was noted that the ¿whole thing was a nightmare.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n435988, implanted: (B)(6) 2014, product type: accessory. Product ID: 3550-29, lot# n411777, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s body was not accepting the stimulator and needed to be removed. The patient¿s trial went well and the implant worked for three and a half to four weeks. The patient could not put their hands above their head, was bed ridden, and could barely work. The patient had pain at the stimulator site and sharp pains up the spine. Ultrasound and x-rays revealed cysts all around the stimulator, the bottom of their spine, and around their spine. The patient could not touch the stimulator site. Explant was scheduled for (B)(6) 2014.